Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported all impedances >4000 ohms. Nevertheless, the consumer felt paresthesia with an unipolar configuration. The ins remained implanted and the unipolar programming will be tested for a few weeks.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported the screw of the implantable neurostimulator (ins) could not be opened or closed. The lead was not fixed correct in the header, so the physician wanted to reopen and tried to reopen the screw, but it was not possible to open the screw. No factors noted to have led to or contributed to the event. No symptoms were reported. The issue was not resolved at the time of the report.